Event description:
These ra and rv leads were removed due to left arm swelling related to vascular compromise. The physician decided to move the ICD to the right side and implant new leads. The hospital retained the devices. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.